Manufacturer narrative:
The lot was manufactured from august 22, 2019 - august 23, 2019. One (1) actual sample was received for evaluation. Visual inspection revealed insufficient welding at the bottom left weld point of the bag. Functional testing revealed a leak from the bottom left weld of the bag. The reported condition was verified. The cause of the condition was not determined. The other two (2) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the bottom corner seam. This was identified during preparation and prior to patient use. There was no patient involvement. No additional information is available.